Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the battery was depleted. With a known good battery, the device would power on correctly. Proper device operation was confirmed through functional and performance testing. The device was subsequently returned to the customer, and a new battery will be provided to the customer under warranty.

Event description:
It was reported to physio-control that the customer's device would not power on. The device's battery had been replaced three weeks earlier during yearly maintenance, but was now completely depleted. There was no patient use associated with the reported event.